Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab for damaged. One used set with cap on dark blue connector and no cap on patient connector was received in reference to damaged. Functionally the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should additional information become available.

Event description:
A nurse reported to baxter (B)(4) that a minicap was damaged, after being set up on the patient a week ago. The nurse stated that the white part next to the patient line was found dislocated from inside, under the screw. It was stated that one physioneal rinse was performed, there was no external cleaning of the minicap with rc solvent, and the patient was not treated prophylactically. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for damage was confirmed during the sample evaluation; however, no root cause could be determined.